Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels ranging from 30-60 mg/dl. In addition, the customer experienced ¿white spots in vision, shaky, cold, weak feelings, troubled speech¿. Reportedly, assistance was required in obtaining juice and/or candy to address bg level. No additional information was provided.